Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report accuracy problems with her plink meter. Readings are very erratic. Analysis run on clark error grid using mean average readings (218) as ref. Point vs. Bd readings (73, 362) yielded data points in the c range of the grid, outside of acceptable limits.